Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level everyday. Customer blood glucose level was 2 mmol/l. Customer usually getting low blood glucose during lunch time. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer stated that reported a damaged belt clip. The device will not be returned for analysis.